Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports receiving a communication error while activating a pod. The patient reports having an altered mental status. Once at the hospital the patient was diagnosed with dka as well as mssa bacteremia and a diabetic foot ulcer. The patient was treated with intravenous fluids as well as insulin and antibiotics. The patient was discharged from the hospital after 10 days. The patient was able apply a new pod after this event.